Event description:
It was reported that a novum iq large volume pump alarmed upstream occlusion. This was observed during an intravenous (IV) push downstream of the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.